Event description:
It was reported that a patient underwent an intra scrotal orchiopexy on (B)(6) 2013 and suture was used. The surgeon noted that the tip of the needle was broken while suturing the diatus layer of the scrotum. The surgeon reopened the incision to search for the needle fragment. The needle tip was not retained in the patient. A like device was used to completed the procedure.

Manufacturer narrative:
(B)(4). Conclusion: retained samples from the same lot number as the actual device were evaluated. The devices were tested for strength and ductility and the devices met performance specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.